Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and found the equipment to function within manufacturer's specifications. Humidity on the pop off membrane and flow sensor was noted; both were replaced. The manifold was cleaned of traces of soda lime dust. The hospital was informed the dust filter was noted to be missing. Patient information could not be provided due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, difficulty in mechanical ventilation was noted. The clinician switched to manual mode to maintain ventilation of the patient. There was no report of patient injury.